Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer stated that every time he changes the battery receives the unexpected restart alarm. The customer's blood glucose was unknown. Customer stated the unexpected alarm is recurring while pump is in use. The customer was advised the pump will be replaced.

Manufacturer narrative:
The pump passed the self-test, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. The pump alarmed unexpected restart after a battery change due to a voltage leak on the interface board. No external ram crc alarms were noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.